Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming error code 41786. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a battery issue. The reported error was reset, software updated, and the battery was charged for three days. The pump was removed from power for a couple days and the battery held its charge. The downstream occlusion and upstream occlusion sensors were also calibrated. The unit passed all testing after corrections.